Event description:
It was reported that the high voltage cable, outside the case of the 9800 system, is cracked. It was also noted that there was a one time event of a filament regulator error message. There was no report of patient injury or involvement.

Manufacturer narrative:
No additional information available at this time. Received information will be reported as required.